Manufacturer narrative:
Further investigation found that the cause of the ble telemetry issue was due to an anomalous crystal oscillator on the hybrid, which drives the timing of signals in the ble circuitry.

Manufacturer narrative:
Additional information - h7, h9 - recall number.

Manufacturer narrative:
The reported field event of no ble telemetry issue was confirmed. Final analysis traced the ble telemetry issue to a ble circuitry anomaly. The root cause of the circuitry anomaly is undetermined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to be interrogated prior to implant. Multiple bluetooth dongles were attempted and the programmer was able to successfully interrogate another device. The device was not used. There was no patient involved.